Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device was returned, but the cause could not be determined because based on the information obtained at this time, it is difficult to identify the failure phenomenon.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image " involving pentax model eg29-i10/(B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device is pending return to pentax for evaluation. The device has been routinely serviced by pentax since install.